Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient no longer has hearing perception with the device. There is no report of an accident or trauma. Further technical checks and medical intervention is considered.

Manufacturer narrative:
Conclusion: investigation results indicates that humidity ingress led to the device electronics failure over time. However, the device investigation did not show the location of the leak and has been inadvertently damaged during residual gas analysis. Based on the manufacturers experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient no longer has hearing perception with the device. There is no report of an accident or trauma. The user reported hearing some noise from the device about a year ago. Prior to this event the user had very good benefit from the device. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of devices, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However, a device investigation is necessary to determine a root cause. No date for re-implantation surgery has been provided yet.

Event description:
The recipient no longer has hearing perception with the device. There is no report of an accident or trauma. The user reported hearing some noise from the device about a year ago. Prior to this event the user had very good benefit from the device. There are no known changes in health or medication reported. Re-implantation is considered.